Event description:
Reporter alleged the blood glocuse monitoring device generated a result without blood being dosed on the test strip. Reporter stated when inserting the test strip an hourglass appeared on the screen and a result of "lo" appeared on the display prior to dosing it with blood. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.